Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 days post implant of this tricuspid bioprosthetic valve, the patient underwent a permanent pacemaker implant due to third degree atrio-ventricular (av) block, and complete heart block. No additional adverse patient effects were reported.